Manufacturer narrative:
While performing a review of the file it was determined that is was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn. Please reference file mrn 3012307300-2024-00639 for all details pertinent to this event.

Manufacturer narrative:
D5. Operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was making louder sounds than usual. There was no patient involvement and no patient harm/adverse event reported.